Manufacturer narrative:
The device was returned for evaluation and the customers allegation was confirmed. It was noted that the bending angle in the down direction and play of the up/down knob were out of standard value due to wear of the angle wire. It was also noted that the water tightness was lost due to a dent on the connecting tube and the water removal ability did not meet standard value due to clogging of the nozzle. The adhesive around the objective lens had a chip and the plastic distal end cover had a dent. The connecting tube had a cut and there were scratches noted throughout the device. The forceps channel port and scope cylinder were shaved. The right/left knob, up/down knob and universal cord had a stain. It was noted that the device was reprocessed at the customer site before pick up. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus field service engineer (fse), that the evis exera iii gastrointestinal videoscope up/down/right/left knob had play and low angulation. The issue was found during maintenance. Inspection and testing of the returned device found that the nozzle and adhesive on the bending section rubber had foreign objects. There was no patient harm or user injury reported. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information, and the legal manufacturer's investigation. D4 has been updated. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has over four years since the subject device was manufactured. Based on the results of the investigation, the foreign material possibly remained in the device because reprocessing could not be conducted properly. This is most likely because of leakage due to the dented insertion section. However, the root cause could not be determined. The suggested events are detectable/preventable by handling the device in accordance with the following IFU: IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor the field performance of this device.